Event description:
A complaint was received regarding a 30cm (12") set per infusione per pompa con quattro clave®connector e perforatore con filtro. The tip of the device reportedly detached when connecting carboplatin to one of the available lines of the tree in the patient's room. A few drops (ml) of chemotherapy leaked on the nurse's gloves during the complaint/event. The lot number cannot be provided despite the search by the healthcare staff. The device was stocked under standard conditions. There was no delay in the treatment and no harm for the patient.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one used device for evaluation on 4/14/2025. A clave was observed to be disconnected from the tree connector. The reported complaint of a disconnected tip could be confirmed. The probable cause is from insufficient solvent coverage during assembly in manufacturing. Lot history review and relevant commodities were reviewed, the following discrepancy.